Manufacturer narrative:
This event was also reported via medwatch # mw5058668, upon review of this report, it was found that the date of implant was (B)(6) 2005 (original report was only 2005). Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the investigation is inconclusive for limb detachment. Based on the available information, the root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately ten years post vena cava filter deployment, the patient presented to the emergency department complaining of shortness of breath. Imaging allegedly demonstrated three detached filter limbs, one in the pulmonary artery, one in the right ventricle, and a portion of a limb in the spine. The (B)(6) retrieved the filter and detached filter in the pulmonary artery without difficulty; however, was unable to retrieve the right ventricle limb. There was no attempt to retrieve the filter limb in the spine. There are no plans to retrieve the remaining filter limbs. The patient was said to be doing well post filter retrieval.